Manufacturer narrative:
Removed a140505 from h6. Corrected data: d1 and d4 updated/corrected. The investigation is still ongoing.

Event description:
Updated clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 38 year old male patient who had been admitted in with cardiomyopathy. This pump was a care escalation from a prior placed impella cp. Underlying medical history was not shared. On the day of pump exchange there was a neurological change observed. A right middle cerebral artery stroke was diagnosed. In addition to the stroke the team diagnosed a pulmonary embolism and splenic infarct with CT imaging. A thrombectomy was performed in the setting of acute ischemic stroke. The team also observed suction alarms on the automated impella controller (aic) and to treat the suction/low flows the team infused to the patient red blood cells and titrated the pressors. On day 14 of the pump support a new left ventricular thrombus was observed. Thrombectomy was performed. Despite the stoke and embolization the pump remained on for a total of 29 days and was then weaned and explanted. The patient survived as he was bridged to the left ventricular assist device (lvad). Of note, the pump had been used well beyond indication.

Manufacturer narrative:
Corrected information were provided in b5 and d4. Upon review, the event description and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Pulmonary embolism, thromboembolism, embolism: the cause of the injury was not determined due to insufficient clinical details. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: the root cause of the low pump flow was not determined due to lack of conclusive evidence from the provided clinical details and data log analysis, and unreturned product for further investigation. Pump suction: the root cause of the pump suction was not determined due to lack of conclusive evidence from the provided clinical details and data log analysis, and unreturned product for further investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was on impella 5.5 due to escalation from a previous impella cp and another impella 5.5 with low pump flows. While on support, the patient was found to have right middle cerebral artery stroke and suction/pump flow issues. A thrombectomy was performed, incidentally finding pulmonary embolism. Additional left ventricle thrombus was seen on cat scan, finding a new pulmonary embolism and splenic infarct. The pump had low purge flows and pump saturation.